Event description:
It was reported that the user experienced overnight hypoglycemia, paused and disconnected the ilet pump for several hours to sleep, woke with elevated blood glucose, performed a full supply change, then continued to trend upward until an issue with the infusion set tubing was later discovered and addressed; troubleshooting and education were provided, and the user did not revert to alternative therapy while the ilet was paused. Symptoms included hypoglycemia and hyperglycemia ranging from 51 mg/dl to 392 mg/dl. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.